Manufacturer narrative:
(B)(4).

Event description:
It was reported "the first iab was inserted via the right femoral artery, but the balloon could not fully expand, so the balloon had to be removed. Due to the urgency of the situation, vascular trauma occurred. A second iab was then inserted via the left femoral artery. However, four sheath dilators broke consecutively, and only after opening another set was successful insertion achieved. Please see associaed MDR#s: 3010532612-2025-00897, 3010532612-2025-00898, 3010532612-2025-00902, 3010532612-2025-00903.

Event description:
It was reported "the first iab was inserted via the right femoral artery, but the balloon could not fully expand, so the balloon had to be removed. Due to the urgency of the situation, vascular trauma occurred. A second iab was then inserted via the left femoral artery. However, four sheath dilators broke consecutively, and only after opening another set was successful insertion achieved. Please see associaed MDR#s: 3010532612-2025-00897, 3010532612-2025-00898, 3010532612-2025-00902, 3010532612-2025-00903.

Manufacturer narrative:
(B)(4). The serial number on the returned original packaging box is (B)(6). Returned for investigation was an 8fr dilator and a teflon sheath w/sidearm from a semi finished insertion kit for a 40cc ultraflex intra-aortic balloon catheter (iabc). The sample was returned in a cardboard box and was loosely packed within the original packaging box. Upon return, the dilator tip was found to be damaged/split; the appearance of the dilator tip showed an inconsistent diameter with damage to the material at the tip opening. The dilator hub appeared typical. The dilator extrusion was noted bent. Spots of dried blood were noted on the exterior surfaces of the dilator. No other damage or abnormalities were not-ed. The tip and hub of the returned teflon sheath appeared typical. The teflon sheath extrusion was noted slightly bent. Spots of dried blood were noted on the exterior surfaces of the sheath. No other damage or abnormalities were noted to the returned sheath. The customer submitted photos and video were reviewed. The photo shows the original packaging box with the serial number and lot number information, the lot number noted in the photo matches the lot number reported on the com-plaint report for this complaint. The video shows an iabc under fluoroscopy. The balloon was observed to be not inflating properly. The returned 8fr dilator and teflon sheath were aspirated and flushed successfully. No abnormalities or debris were noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "dilators broke" is confirmed. During the investigation, the returned dilator was found to be damaged/split at the tip. The appearance of the dilator tip showed an inconsistent diameter with damage to the material at the tip opening. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged dilator tip. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.